Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that during a trial the texium luer lock adaptor slowly leaked 5fu- (fluorouracil) over time at the connection to the bottle tubing, creating liquid in the bottom of the bag prior to connection. The closed texium male luer lock was added to the end of the infuser pump, which was connected to a needless connector, and was attached to the patient line. When the patient returned for disconnection of the line, the nurse noticed the needless connector had a "slanted spring" which made disengagement of the connector very difficult. The rn had to camp the needle port line to remove the needless connector then add the flush syringe to provide a post therapy flush. The clinician mentioned that during 3 removals, 2 of them had issues with the spring in the connector. They further stated that nursing will stop using the luer adaptors, and resume the old practice of connecting the tubing directly to the patients line, without the green (texium) adapter.

Event description:
It was reported that during a trial the texium luer lock adaptor slowly leaked 5fu- (fluorouracil) over time at the connection to the bottle tubing, creating liquid in the bottom of the bag prior to connection. The closed texium male luer lock was added to the end of the infuser pump, which was connected to a needless connector, and was attached to the patient line. When the patient returned for disconnection of the line, the rn noticed the needless connector had a "slanted spring" which made disengagement of the connector very difficult. The rn had to "camp" the needle port line to remove the needless connector then add the flush syringe to provide a post therapy flush. The clinician mentioned that during (3) removals, (2) of them had issues with the spring in the connector. They further stated that nursing will stop using the luer adaptors, and resume the old practice of connecting the tubing directly to the patients line, without the green (texium) adapter. Although requested, there is no further patient information available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of leak at connection was confirmed a photo provided by the customer observed fluid leaking from a non-bd set male luer to the needless connector of the texium female luer. The root cause of this failure was not identified as no product was returned.